Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 143 mg/dl. Reportedly, customer loaded a new cartridge onto the pump. Tandem technical support (cts) advised customer to wipe any potential moisture from the speaker holes and to contact cts if the issue persisted. Customer did not contact cts regarding the reported issue.